Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states when the nurse removed the dressing, the catheter fell apart. The nurses placed hemostats on the catheter and the patient's catheter was removed and replaced. There was no harm to the patient.